Event description:
The 6 f si brite tip 6f sheath introducer could not be inserted into the vessel due to the frayed tip of the sheath. Therefore, the device was changed to another new product (details unknown) and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The procedure was a percutaneous transluminal angioplasty of the superficial femoral artery. There was no calcification or vessel tortuosity, the rate of stenosis was unknown. There was no difficulty removing the product from its packaging. The device prepped normally.

Manufacturer narrative:
During the procedure, a guidewire (radifocus, terumo) was used. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated that the 6fr brite tip sheath introducer could not be inserted into the vessel due to the frayed tip of the sheath. The device was changed to another new product and the procedure was completed without any other problems. There was no patient injury. No damage was noted prior to use and no abnormal vasculature was reported. One non-sterile 6fr vessel dilator and a non-sterile 6fr sheath introducer were returned for analysis. The vessel dilator tip was compressed. The sheath introducer tip was frayed. The cause of the damage could not be conclusively determined. Controls are in place to prevent damaged units from leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Molding cannula and molding cannula tip parameters were reviewed and no anomalies were found. The damage reported by the customer was confirmed during analysis; however, there are no indications that the complaint is related to manufacturing process. Review of the available information suggests that some procedural factor may have contributed to this event. No actions will be taken at this time.